Manufacturer narrative:
This report is for an unknown screw/ unknown lot. Part and lot number are unknown; UDI number is unknown. Date of implantation is an unknown date between 2010 and 2013. Complainant part is not expected to be returned for manufacturer review / investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: domos, p., tytherleigh-strong, g. And rensburg, l.v. (2017), increased wound complication with intramedullary screw fixation of clavicle fractures: is it thermal necrosis?, journal of orthopaedic surgery, vol. 25 (3), pages 1-6, doi: 10.1177/2309499017739482, (united kingdom). The aim of this retrospective study is to focus on the treatment and outcome of patients with clavicle fractures treated with open reduction and internal fixation, who had local wound complications. Between 2010 to 2013, a total of 97 patients (49 male and 48 female) with a mean age of 38 years old underwent operative treatment for a clavicle fracture. Seventeen (17) patients were treated with open reduction and intramedullary (im) fixation (6.5-mm arbeitsgemeinschaft fürosteosynthesefragen (ao) cannulated screw), and 80 patients had open reduction and internal fixation using a competitor's device. All patients had routine follow-up at 2, 6, and 12 weeks and at the final assessment. The following complications were reported: a (B)(6) year-old female patient had erythema at 19 days after surgery. She underwent removal of metalwork at 14 weeks. A (B)(6) year-old male patient had erythema at 28 days after surgery. A (B)(6) year-old male patient had wound breakdown at 10 days after surgery. He underwent removal of metalwork at 6 weeks. A (B)(6) year-old female patient had wound breakdown at 12 days after surgery. She had unstable fixation and underwent debridement followed by early screw removal at 3 weeks and achieved bony union at 14 weeks. A (B)(6) year-old male patient had wound breakdown at 15 days after surgery. This report is for an unknown synthes 6.5mm cannulated screws and unknown synthes 4.5mm cannulated screws. This is report 2 of 5 for (B)(4).